Event description:
The patient's clinical status was not addressed but <200 ohms lead impedance was noted post implant. The patient was returned to surgery where it measured 617 ohms via an analyzer. When the lead was connected to the pulse gener- ator, impedance was <200 ohms. The pulse amplitude measured 1.8v although it was programmed to 2.5v. When the sensing configuration was changed to bipolar, impedance was 375 ohms and the pulse amplitude was 2.3v. Pauses were also noted.